Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy, on the 3rd staple on the major stomach curve, there was poor staple formation, the staples were partially formed. The staple line was also incomplete in the distal part. The anvil of the device fell into the cavity of the patient and was retrieved by the surgeon. Another device was used to complete the case. There was no patient harm.